Manufacturer narrative:
One used plum 150 ml burette set with one used, 10ml syringe and one used bag spike adaptor w/ spiros and one bag spike w/ clave with one used 0.9% sodium chloride 500ml bag and one used 10ml syringe and one bag spike w/ clave with one used 5% dextrose 250ml bag was returned for investigation. The device was visually inspected. The secondary port clave from the top of the burette was separated and broken off from the port. Stress marks and a rigid break were observed on the clave and on the tubing in the port. Received one photo of the set showing the broken secondary port. The set was leak tested and leakage was observed at secondary port on burette. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The complaint of leak and separation could be confirmed, and the probable cause is due to an unintentional bending force during use. D9 - date returned to mfg: 11/20/25.

Event description:
The clave additive port from the following device: plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reportedly snapped off, causing leakage of an unspecified fluid/infusate. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.